Event description:
The manufacturer field service technician reported that the device had a missing component while it was being serviced at the user facility. There were no adverse consequences related to this event.  The handle and the ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device had a missing component while it was being serviced at the user facility. There were no adverse consequences related to this event.  The handle and the ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.